Manufacturer narrative:
Exemption number e2017014. (B)(4). Sub capsular hematoma is known risk for patients undergoing shock wave treatments. Further information was requested. A supplemental report will be submitted if additional information becomes available. This report was submitted august 9, 2017. Customer's address: (B)(6).

Event description:
A customer reported a sub capsular hematoma on the patient after treatment on the lithoskop urological unit. The patient was hospitalized after undergoing an additional CT imaging examination. The patient remained hospitalized for 5 days. The reported incident occurred in (B)(6).

Manufacturer narrative:
Exemption number e2017014. (B)(4). The investigation showed that the system works as specified. No failure of the system was determined. The system was checked as well as focus control was successfully performed. It is assumed that the hematoma could have occurred due to contra indication. The hematoma occurred after a third treatment; there is also a possibility that the kidney might have been damaged by prior treatments. The patient stayed in the hospital for monitoring reasons only. Kidney hematomas are possible adverse effects of the eswl with a likelihood of around 2% according to medical publications. The possibility of adverse effects of the eswl are not system specific but eswl application specific. The specific treatment parameters are in the responsibility of the actual medical therapist. This report was submitted october 25, 2017.